Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 health effect - clinical code - e1802 cyst(s)

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6) 2025, the patient experienced sensor failure and had pain in the area and decided to remove the sensor early. The patient developed an abscess (half dollar size), redness, pus, serous drainage (watery and bloody), and an infection at the needle puncture site. On (B)(6) 2025, the redness and swelling spread beyond the sensor patch which prompted his wife to drive him to a physician¿s office. The physician numbed (unspecified medication) the infected area, performed an incision and drainage (I&d) at the insertion site to help relieve the pus and serous drainage, and left the incision area open. He was prescribed a course of oral antibiotic medication (sulfameth-tmp ds 800-160) for the infection. At the time of the initial report, the patient still had swelling and drainage at the insertion site. On (B)(6) /2025, the patient was contacted and provided additional information. On (B)(6) 2025, the patient had a follow-up physician visit and had the area drained again and had the incision site closed with stitches. He was prescribed the same oral antibiotic medication and confirmed the treatment course was for a total of 20 days. It was unspecified when the stitches were removed and there was no report of further medical intervention. At the time of the follow up report, the patient declined to provide photos and confirmed the wound had already healed and he was doing well. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.